Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A non-bsc introducer sheath was introduced. After a mach1 guide catheter was placed, a non-bsc guide wire was advanced to cross the lesion. Following predilation with an emerge balloon catheter, intravascular ultrasound (ivus) was performed. Subsequently, a 38 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion after multiple attempts. The device was removed and the physician noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.